Event description:
The customer reports that after some minutes of use, a snap on the electrode broke. The customer believes this caused poor coagulation. It is unk if an end tone or regrasp alarm was heard. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.